Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 2067 radiofrequency programmer head. (B)(4). (B)(6).

Manufacturer narrative:
Product event summary: analysis did not confirm the customer comment regarding a generated error however errors were found in the error log and the software was reloaded. (B)(4).

Event description:
It was reported that the programmer generated an error during a device check. Follow-up determined that the programmer was changed out as it was unable to complete the check. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer generated an error during a device check. Follow-up determined that the programmer was changed out as it was unable to complete the check. The programmer was returned for service. No patient complications have been reported as a result of this event.